Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 7/99, the pt underwent a primary left l4-l5 spinal root decompression. In 11/99, the pt presented with "flair up back pain" after a long car ride. This event was moderate in intensity. The pt was administered physical therapy and anti-inflammatories (vioxx, 25mg po qd, 11/9-12/99. Celebrex 100mg po bid, 12/99-unk). A post-op scan was negative. At the last pt contact in 2/00 the pt was feeling better. After that point the pt was lost to follow-up. The investigator classified this event as unrelated to adcon-l. The investigator noted "illness being treated" as a possible explanation for the event.